Manufacturer narrative:
No button error alarm was noted during testing. The insulin pump had intermittent button response due to corroded escape, act and down button keypad traces. No moisture damage was noted on the electronic, motor, vibrator or battery tube assembly during the visual inspection. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and a stained end cap sticker.

Event description:
The customer's mother reported that the insulin pump alarmed button error. Customer stated she was at patient's school and patient got button error. Customer was at the gym and was sweating a lot when she got the button error alarm. Customer's blood glucose was 9.2 mmol/l. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).